Event description:
It was reported the backrest would not remain upright and could not support patient weight due to a broken crossbar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported, the backrest would not remain upright and could not support patient weight due to a broken crossbar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts on order for repair.